Manufacturer narrative:
The immucor technical support used a remote electronic connection method on 11aug2016 to assess the test well images in question, on the testing instrument. Three (3) id302 test wells are known as both k antigen positive and fya antigen negative (numbers 2, 8 and 10). All three (3) of these test wells yielded an unexpected negative output, and were visually negative. The anti-k was not detected.

Event description:
On 11aug2016, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo, when tested on (B)(6) 2016.